Event description:
With one hour left in treatment, the machine had a dialysate connector error followed by code 40, 14, 65. Alarms were unable to be cleared, and the machine kept asking for a restart. Patient was rinsed back; machine was removed from service and a new machine was set up. Patient time was shortened by 15 minutes to remain on schedule. Dnp (doctor of nursing practice) was notified.